Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/injury to herself"), device dislocation ("malposition of essure device location of device: left coil was tilted"), pelvic pain ("pain / pelvic pain / severe pain"), menorrhagia ("menorrhagia") and tooth loss ("dental issues / dental problems teeth falling out when biting soft items") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystostomy, hepatic cyst, cholecystectomy and lumbar strain. Patient had done ultrasound. Concurrent conditions included abdominal pain, back pain, low back strain, endometriosis, incision site pain, thoracic sprain, pelvic adhesions and peritoneal adhesions. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), tooth loss (seriousness criterion medically significant), migraine ("headaches/migraines") and headache ("headaches/migraines"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2015) and teeth removed. Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, vaginal haemorrhage, abdominal pain lower, vaginal infection, dyspareunia, tooth loss, migraine and headache outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain lower, device dislocation, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, tooth loss, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2014. The proximal end of the left essure noted to be near the endometrium at the right cornual region. However there is possible coiling of the essure at the cornual region on the left side is suspected. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: malposition of essure device. It was tilted, not in correctly. Pelvic pain. Right essure noted to be optimally placed touching the endometrium and going past the uterotubal serosal junction. The proximal end of the left essure noted to be near the endometrium at the right cornual region. However there is possible coiling of the essure at the cornual region on the left side is suspected. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 17-apr-2019: pfs and mr were received: events: device expulsion, abnormal bleeding (vaginal, menorrhagia), dyspareunia, vaginal infection with discharge were added. Event perforation updated to fallopian tube perforation, tooth disorder updated to tooth loss. Lab data were added. Event onset date and outcome were added. Medical history were added. Reporter causality comments were added. Reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), tooth disorder ("dental issues"), the first episode of migraine ("headaches/migraines") and the second episode of migraine ("headaches/migraines"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, perforation, abdominal pain lower, tooth disorder and the last episode of migraine outcome was unknown. The reporter considered abdominal pain lower, pelvic pain, perforation, tooth disorder, the first episode of migraine and the second episode of migraine to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.